Event description:
It was reported that the customer had more than 80 points difference between sensor glucose and blood glucose readings. Customer also had a threshold suspend alarm. Customer's blood glucose level was 165 mg/dl. Customer had a bad sensor alert. Customer was assisted in performing a test plug procedure. Customer was advised to remove and change out the sensor. Customer was advised to talk to a health care professional about other insertion locations. Customer mentioned that the sensor cannula was bent when she accidentally pulled out the sensor. Troubleshooting was performed and minilink was functioning correctly. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.